Event description:
Our interventional radiologists removed a port-a-cath from a 58 year-old female pt who had previously had this device implanted in her right chest at another hospital. The reason the port-a-cath was being removed is that an eight centimeter piece of the catheter had broken off and migrated to the right atrium of the pt's heart. The physicians believe it broke because it was not positioned far enough down in her breast tissue and likely rubbed against her clavicle and/or her rib causing it to break. She had no adverse reaction to this event and the removal was successful. Diagnosis or reason for use: originally inserted for pt to receive. Event abated after use stopped or dose reduced? Yes.